Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the reload fired then stopped halfway during demonstration. Another reload was connected, and it only fired about 10% of that reload and stopped firing again. Another adapter and new reload were connected, and everything operated correctly. There was no patient involvement.